Event description:
It was reported that the pump¿s sleep/wake button was intermittently unresponsive, with the user needing to cover the button for up to a minute to turn the pump on, and no vibration feedback was felt when attempting activation; the issue was inconsistent, and guidance was provided to ensure full button coverage, warm hands, restart via the mobile app, and place the pump on a charging pad. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button and implicated the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.